Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The physician attempted to cross two previously placed taxus stents with an express 2.75x12 stent in the rca. While crossing the proximal taxus stent, the express stent became caught and came off of the delivery system. The physician went in with a 4.0mm balloon and crushed the express stent inside of the taxus stent. The physician completed the procedure by placing another MFR's stent at the target lesion.